Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation root cause has not been identified. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient is complaining of seeing yellow in his vision. Additional information was provided that the patient only had surgery on one eye, so he could see the difference of the yellow lens. The iol was exchanged in a secondary procedure for a different model iol. The patient's issues have resolved.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).